Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Territory business manager is stating that manual chair has torn seat and back upholstery.